Event description:
Event description cpi received information that following a fib high induction, this implantable pulse generator (ipg) went to no output. The patient is pacemaker dependent and experienced a period of asystole.